Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm model#: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm model#: sc-1132 serial #: (B)(4) description: precision spectra implantable pulse generator.

Event description:
A report was received that the patient was experiencing inadequate coverage in the neck and low back. Database analysis confirmed high impedances on the patient's leads. It was noted that the left lumbar lead was pulled loose from the ipg and all contacts were out. The patient underwent a revision procedure wherein the ipg and leads were replaced. No device malfunction was suspected with the explanted ipg. The patient was doing well postoperatively.

Manufacturer narrative:
The explanted devices were not returned to bsn as it was discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing inadequate coverage in the neck and low back. Database analysis confirmed high impedances on the patient's leads. It was noted that the left lumbar lead was pulled loose from the ipg and all contacts were out. The patient underwent a revision procedure wherein the ipg and leads were replaced. No device malfunction was suspected with the explanted ipg. The patient was doing well postoperatively.